Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient had an EKG and after turning on the left ins, she got a shocking sensation and it was so bad she had to turn it off. They tried three more times and it kept occurring every time they turned the ins on. She had fallen several times and had a bad fall a few weeks ago where she hit her head and injured herself.

Event description:
Additional information was received from the manufacturer representative and provider that the patient had an EKG and after turning on the left ins, she got a shocking sensation and it was so bad she had to turn it off. They tried three more times and it kept occurring every time they turned the ins on. She had fallen several times and had a bad fall a few weeks ago where she hit her head and injured herself. Additional information was received from the patient representative that the stimulation was taking longer than the patient was used to so she turned it off toon soon. They resolved the issue by slowly ramping up the voltage and is resolved at time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was needing to turn off her implantable neurostimulator (ins) for a scan and when they synced the first ins to the patient programmer (pp) she was able to was able to connect right away and turn stim off successfully. It was stated that when she tried to sync with the second ins, she got the 'poor communication' screen. On the call, the caller tried again to sync the ins and pp and the pp connected right away and she was able to turn the stimulation off (confirmed this was the left side).another way to sync the pp would be to turn the pp off in between syncing with the two ins' in order to start the next session 'fresh" was reviewed for the caller. The caller didn't have to take out the pp batteries out of the pp for the issue to resolve. Patient called back and indicated that a scan happened and when they were turning the ins' back on, the same ins that was not connecting at first to the pp, now connects and was able to turn on but the patient feels like she was being zapped and the tingling sensation is very strong and uncomfortable. It was stated that when she turns on the stimulation for that ins, the patient screams and says th at "the sensation doesn't stop." It was recommended for the patient to leave the stimulation off as the sensation stops when the stimulation is turned off and redirected the patient to the health care provider (hcp) in order to discuss these sensations and to potentially have the ins checked. It was also reviewed for the caller how to get in contact with a manufacturer's representative (rep) if the hcp wants the patient's ins checked.